Manufacturer narrative:
The fragment of the ceramic insulation which was retrieved from the patient¿s body cavity on (B)(6) 2019 was not returned to the manufacturer for evaluation/investigation. Therefore, the manufacturer's evaluation was exclusively performed on the basis of the provided information. It cannot be determined with certainty whether the inner sheath has been previously damaged during reprocessing without parts breaking off immediately or whether the damage occurred during the procedure. The cause of this damage is most likely mechanical and/or thermal overload by the application of excessive force like impact, fall, shock or similar stress. Therefore, this event/incident was attributed to use error. Furthermore, a manufacturing and quality control review was performed for the last 24 months of production without showing any abnormalities. The case will be closed from olympus side but, independently from the above mentioned issue, a CAPA was initiated in march 2019 where further investigations, trending, and surveillance will be performed. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a diagnostic procedure that was performed to review chronic problems of the patient and to exclude potential tumors, as well as to remove a foreign object that had previously been identified on a scan, the ceramic tip of a resectoscope was removed from the patient. It is assumed that this ceramic tip had come off during a resection procedure performed on (B)(6) 2015. No further information was provided about the former case. However, the present case was successfully completed with the same set of equipment and there was no report about an adverse event or patient injury.